Event description:
During an in-clinic follow-up, the nominal rate response settings on the leadless pacemaker (lp) were too sensitive for the patient. The lp was reprogrammed to resolve the event. The patient was in stable condition.